Event description:
Dealer states the middle seat cushion on transfer bench broke. The hard back piece cracked.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.